Event description:
A complaint was rec'd from a customer that reported that their physician said their elite system was not working and should get another meter. They stated that when they were using excel off brand reagent they rec'd a result of "lo" (less than 20 mg/dl) and upon immediately doing a re-test they rec'd a result of 200 mg/dl. While on the phone a review of the system was conducted. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Electronic checks were attempted to verify the functionality of the instrument. However, the customer did not have the check strip. This was provided and f/u with the customer will be made.